Event description:
Clinical Narrative:An 83-year-old female with acute myocardial infarction complicated by cardiogenic shock, consistent with SCAI Shock Stage E, was supported with an Impella CP implanted via the right femoral artery. Following implant, Impella CP flows remained at 2.0 Liters/minute or less. The physician suspected right ventricular failure with an underfilled left ventricle and elected to implant an Impella RP Flex. Following RP Flex implantation, RP flows increased to approximately 2.0¿2.5 L/min; however, further reduction in Impella CP flow was observed despite confirmation of optimal CP position by fluoroscopy and echocardiography. Suction alarms occurred on the Impella CP at P2 and above, with suction only resolving when the device was reduced to P1. During an attempted bedside Impella CP repositioning under transthoracic echocardiography guidance, a brief pump stop alarm was observed with a transient motor current spike. The pump was repositioned, an AIC replacement was performed, and blood volume was administered; however, low-flow conditions persisted and repositioning did not resolve the issue. ACT values were reported to be between 160 and 180 seconds around the time of the pump stop. No biomaterial was observed in the outflow, no cannula kinks or LV thrombus were identified, and the introducer had been flushed prior to insertion. Both devices were explanted and support was withdrawn, the patient subsequently expired.The death is conservatively being reported to the Impella RP Flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in SCAI Stage E shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.RELATED MEDICAL DEVICE REPORTS: This Impella CP device report is one of two devices associated with the event. A separate report will be generated for the Impella RP Flex.